Event description:
It was reported that balloon rupture occurred. A 6.0x120x150-hybrid sterling balloon catheter was advanced for dilation. However, during inflation at 6 atmospheres in the severely calcified lesion, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications reported.